Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed at a clinic and the results was positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: ¿mine said I was negative but when the test came back from the clinic the next day, that test was positive. ¿

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a negative result¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿but when the test came back from the clinic the next day, that test was positive¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed at a clinic and the results was positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: ¿mine said I was negative but when the test came back from the clinic the next day, that test was positive. ¿